Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module infusion set tubing had a hole in it during use and leaked tpn. The following information was provided by the initial reporter: "issue: IV was running and the pump alarmed for air in the line, when the line was checked it had a hole in it and was leaking tpn. The tubing was changed, and the tubing with the hole in it was given to unit management... Was there injury? No."

Event description:
It was reported that the bd alaris¿ pump module infusion set tubing had a hole in it during use and leaked tpn. The following information was provided by the initial reporter: "issue: IV was running and the pump alarmed for air in the line, when the line was checked it had a hole in it and was leaking tpn. The tubing was changed, and the tubing with the hole in it was given to unit management... Was there injury? No".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-aug-2023. H6: investigation summary a complaint of a set leaking due to a hole in the tubing was received from the customer. A sample was returned for investigation. Through visual inspection, no defects or damages were noted on the sample. The set was primed, and leakage was noted at the top of the pumping segment. The sample was inspected with a microscope, and a small hole in the tubing was seen. The defect was confirmed. A device history record review could not be performed on model 10942011 because the lot number is unknown. The manufacturing plant was notified of this defect. After review, it was determined that this defect is not related to the manufacturing process. Previous investigations have shown that this defect is due to misloading of the pump.